Event description:
It was reported that a patient enrolled in a clinical study underwent bilateral total hip arthroplasty on (B)(6) 2004. Subsequently, the patient underwent irrigation and debridement of both hips on (B)(6) 2004 due to infection. None of the components were removed. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 6 mdrs filed for the same event (reference 1825034-2013-02843 / 02848).